Event description:
Reportedly, handle jammed and the surgeon was unable to release tissue. The surgeon manipulated and broke it off lung tissue. Torn tissue was noticed and the surgeon clipped it. Procedure: unk.